Event description:
It was reported that the surgeon was not able to deliver the 2nd anchor of the fast fix 360 curved reverse needle delivery system. The totals of pieces used on the patient were three pieces but only one was found faulty. No patient injury reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.